Manufacturer narrative:
D5,6; h3,4,6; g4: added additional info. D5; h4: info is unavailable.

Event description:
It was reported the 511sd was used during an unk. It was reported to the rep on an unk date the o-ring from the flapper valve became dislodged into the pt's abdomen. The o-ring was retrieved. There was no consequence to the pt.